Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af ablation procedure, there was no contact force displayed on the ensite precision system, and the display was purple. All connections were verified, but the issue persisted. The tacticath se was replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.